Event description:
Customer reported that last week when she changed her infusion set and insulin was still dripping out after she released the act button during priming. She changed her infusion set last night and the same issue occurred. She has been having high and low blood glucose. When she woke up this morning, her blood glucose was 390 mg/dl. She disconnected from the device and ran a bolus, but no insulin came out. She treated with a manual injection. Customer was advised to do a complete set change. She declined further troubleshooting. Customer is a nurse. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).